Event description:
Over the course of a couple days in late in the month (exact dates unknown) four IV tubings leaked chemotherapy at the air-eliminating filter either as they were being primed in/by pharmacy or when the nurse began the infusion. All 4 tubings are at the facility and will be returned to the company. Lot number was known on 2 of the 4 tubings.